Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery over 8 times and was hospitalized for high blood glucose in the upper 400 mg/dl range. Troubleshooting found that the customer had not been wearing the pump in the morning before the hospitalization. Customer was advised that infusion sets and reservoirs would be shipped to her. Troubleshooting also found that the customer's doctor gave her an insulin pen until new reservoirs and infusion sets arrive.